Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. Product ID: 3560019, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported the patient was in a lot of pain, primarily coming from the incision site. It was noted the patient began the trial on (B)(6) for urge incontinence. Additional information from the patient on (B)(6) reported discomfort and pain as if the wires were sticking her in the vaginal area even when she turned the device off. The patient often turned the device off, but then the symptoms worsened so she turned it back on. The patient noted she could not open her legs because it felt like pins and needles poking her in the vaginal area. The patient stated her big toes on the right side was going crazy. The patient stated she had a sharp pain in her back during the call. The patient needed pain pills to take the pain away and calm down the feelings she was getting from the device being implanted. The patient was taking tramadol, 50 mg 1 tablet every 6 hours, but it was not prescribed after the procedure. The patient noted she had a slight fracture in her sacral nerve due to a fall on (B)(6) 2017 and that cause her urge incontinence. The painful stimulation was kept the patient up all night. The patient felt therapy was working for her, but that therapy was not something that would work for her due to the pain. The patient did not want to turn stimulation down and said it was at 1. Additional information from the patient on (B)(6) reported she was still having a pain and sensation. The patient stated the ¿clip¿ came out of her belt as she bent over, and it felt like she was going to die it was so painful. The patient stated she put it back in. The patient had blood around the leads. The patient contacted the healthcare professional (hcp) on (B)(6) and he told her even though she turned the controller off the device was still on and that was why she was having pain. Additional information from the patient on (B)(6) reported she was in the emergency room (ER) on (B)(6) because she was experiencing pinching, pulling in her vaginal/buttocks area. The patient stated she was not fully educated on the fact that she was going to be under anesthesia and pocked wherever they could poke to find the right place to do incision as opposed to the fluoroscopic dye guiding them to the right place. The patient stated they had 4 or 5 pokes and stitches in the back and her incision. The patient thought the incision was only made at the time of the permanent implant and not the test trial. The patient was very uncomfortable sharp pain in her vaginal and back side where the incisions were swelling. The patient noted the hcp removed the test equipment leaving ¿the metal wire and whatever else that is in her¿. The patient stated, ¿what else could possibly be left in her; something attached to the lead/wire at the sacrum level¿ because that whole area had been full of pain since the trial surgery. The patient stated even though the hcp thought it was the ens, that was not true because the ens worked/helped her. The patient stated the hcp removed the ens and there was no more stimulation running. The patient meet a manufacture representative (rep) talked to her on (B)(6) at the ER and told her how to disconnect the ¿stimulation at the belt level¿ but the patient stated the hcp cut the metal and took the ens off, but did not go inside of her. The patient stated if the ens was the problem, she would not still be having the pain. The patient stated it was obvious the ens was not the problem and that something was surgically done wrong by the hcp or something was not positioned right or that wire was not long enough because it was like something was pulling her in the vaginal area. The patient noted the pain was sharp running uncomfortable pain and felt like a catheter was being placed. The patient stated when she went to the ER she was told that there was nothing they could do for her. The patient stated the lead may be was hitting something that it wasn¿t supposed to. The patient noted she was looking at the x-ray at the time of the call and stated she saw where the hcp had that ¿round battery part with the thing coming out which was a dot¿ but stated it was on the opposite side of the buttocks. The patient stated the ens had been removed, but the hcp said he had to go back in on (B)(6) to remove the rest of the ¿stuff¿. The patient stated she was no longer having any stimulation because he removed the ens, but the patient still had severe pain. The patient stated she felt like the electrodes came loose and were poking inside of her because she felt something snapped. There were no further complications that have been reported as a result of this event.